Event description:
The event is reported as: the customer alleges that the purple attachment fell apart from the tubing during use on a patient. The attachment was replaced. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.